Manufacturer narrative:
No sample has been returned to manufacturing for evaluation for the report of dull knives therefore, the condition of the product could not be verified. No lot number was identified with this complaint therefore, lot history and complaint history reviews could not be conducted. As a sample was not returned and no lot information is available, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. Additional information is not available for this report. (B)(4).

Event description:
A health professional reported that knives were too dull. Procedure details and patient impact information is unknown. Additional information has been confirmed to be unavailable.